Manufacturer narrative:
(B)(4). Additional information: device manufacture date: 08/25/2015-08/26/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a ruptured bladder. Microscopic inspection revealed no evidence of abnormality on the interior or exterior surface of the bladder and stressmember. The reported condition was verified. The cause of the condition could not be determined. A CAPA has ben opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling with an unspecified solution. There was no patient involvement. No additional information is available.